Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the customer filled the cartridge with 200 units of insulin, and within one day, insulin gauge showed 0 units. The customer reported a blood glucose level of 427 mg/dl, which was addressed with insulin injections. It was confirmed that the customer has manual insulin injections available as alternate insulin therapy.